Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited loss of capture and high impedance. The lead was explanted and replaced. The patient was fine post procedure.